Event description:
An attorney telephoned to report an incident that occurred in 2005 of an intraocular lens turning over during insertion into the eye. In follow-up with the surgeon it was learned that as the iol was being inserted it flipped over when it came out of the insertion system causing a posterior capsule tear. A second surgeon was called in to reposition the lens and perform a vitrectomy. Post operatively the patient had good vision. A month later, in a follow up examination, it was observed that the patient had a detached retina. She was then referred to a consultant for follow-up. Serial number of the lens is unknown. It was determined that this incident was not reported to the manufacturer at the time of occurrence.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. Based on the physician's description of this event it appears the lens may have been incorrectly delivered through the insertion system. Our observation reasonably suggests this event is not manufacturing related but instead a user issue. Product history records could not be reviewed as the reporter did not provide the serial number or any other identification traceable to the manufacturing documentation. Device not received, remains implanted.